Event description:
It was reported that the coblator ii surgery system was taken our of service after the facility experienced an alleged 4 post-operative re-bleeds. No further details concerning the number of re-bleeds, treatment or specific event information was provided.